Event description:
It was reported that during a laparoscopic ileoanal pouch procedure, the stapler only fired half way. Staples were sticking up when opened. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.